Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing" alarm. Per reporter the residual volume was 22.7 ml, rate 2.1 ml and given 74.3 ml air in tubing was reported. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).